Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for cosmetic damage located at the back found on (B)(6) 2021. Pump was received with a cracked case behind the pump near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor or vibrator¿assembly noted. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, the xtest bootloader traces do not provide the additional information. Suspecting the hw. Force sensor zero offset within specification (21.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back of the pump. Critical pump error (open book image) alarm confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download history files and traces confirmed. During visual inspection, found corrosion on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. Customer stated that the insulin pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.